Manufacturer narrative:
H6: investigation summary. A sample was received and tested by our quality team. The sight of leakage was immediately apparent which verified the customer's complaint. Analyses under microscope was used to further analyze the failure. The production facility was also contacted for further information on what may have led to this failure. All aspects of the production for this fitment were inspected to insure a thorough investigation. The root cause of this failure was not determined. A device history record review for model 10013902 lot number 20086308 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that ext set .2 mf low sorb leaked. The following information was provided by the initial reporter: material no: 10013902 batch no: 20086308. It was reported that there was a leakage noted during priming of the tubing from the female connector.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1354 FDA patient problem code: 2199

Event description:
It was reported that ext set .2 mf low sorb leaked. The following information was provided by the initial reporter: material no: 10013902 batch no: 20086308 it was reported that there was a leakage noted during priming of the tubing from the female connector.